Event description:
It was reported to philips that the system boot stopped at 0 seconds due to defective ippc on a allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ippc and hdd, reinstalled the os, and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).